Event description:
A peritoneal dialysis (pd) patient contacted customer service to report that the tegaderm transparent dressing is ripping her skin and causing it to be sore. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).